Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the right image of the high-resolution stereo viewer (hrsv) was lost. The customer power cycled the system to resolve the issue once; however, the issue reoccurred after a moment. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse found error 119 in the logs. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure could be completed with the same da vinci system configuration. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi has received the hrsv, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis did not replicate the reported complaint. The hrsv was tested on an in-house system. The system was power cycled 10 times and then left idle for another 30 minutes. No issue occurred. The image was clear and normal. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.